Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. Product was received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and passed. Receiver functional test was performed and passed. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding no data within the investigation window. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.